Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6137812; medical device expiration date: 11/30/2017; device manufacture date: 05/16/2016; medical device lot #: 5174370; medical device expiration date: 12/31/2016; device manufacture date: 06/23/2015; medical device lot #: 6089597; medical device expiration date: 09/30/2017; device manufacture date: 03/29/2016. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 66451 with the incident lot was observed.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes.

Manufacturer narrative:
PMA / 510(k)# is corrected to bk050036.